Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on all electronic assembly. Moisture damage was found on motor home switch and keypad trace. Analysis was unable to verify the button error alarm due to blank display. The insulin pump was received without belt clip, and unable to verify the belt clip damage. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 281 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.